Event description:
The customer reported smoke was coming from the system. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found a burnt up low voltage power supply board. Due to the age of this model of stenoscop, there are no replacement power supplies available. Customer will consider options.